Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose level and sensor issues. Blood glucose level at the time of the incident was 48 mg/dl which has been treated. Customer also stated that they were getting alert to change sensor and calibration not accepted. It was not noted if auto mode feature was active at the time of the event. Customer declined to troubleshoot for low reading and to review sensor best practices (site selection, taping, calibration protocol). The sensor will be returned for analysis. Frn reservoir unknown; ozp mmt 7020 sensor.